Event description:
Reporting status: malfunction. Reporting rationale: loose stent could occur in patient anatomy and cause or contribute to patient injury. Device issue: loose stent. It was reported that during the procedure, the shaft bent so much that the stent could not be deployed. No additional event or patient information is available. This is being reported based on the returned product evaluation which revealed a loose stent.

Manufacturer narrative:
Results - quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was crystallized contrast visible in the inflation lumen. The stent implant was loose on the balloon. There were white fibers entangled on the stent implant. There was one broken strut in the first row at the distal end of the stent implant. The whole first row of the distal end where stretched and bent. There were six flared struts in the second row at the distal end of the stent implant. There were three flared struts in the third row at the distal end of the stent implant. There was no other damage noted to the stent implant. The balloon was tightly folded. There was a kink in the proximal shaft, 3.5 cm proximal to the guide wire exit notch. There was no other damage noted to the sds. Quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion.